Event description:
Procedure: urogynecological. According to the reporter: the pt suffered serious bodily injuries, including mesh erosion, vaginal scarring/shrinkage, abnormal bleeding, and urinary problems. On (B)(6) 2009, the pt had surgery for mesh erosion. On (B)(6) 2010, the pt had surgery for infected sling mesh with foreign body reaction. All surgeries were performed at freeman health system in joplin, missouri.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,she had some urinary retention immediately after surgery, but this resolved. In-office sling excision - she did not empty completely, feeling a string during intercourse - sling was cut away from the left side of the vagina without difficulty - pelvic examination: there is erosion of the sling on the right side. Sling was cut off. Some bloody vaginal discharge for the last couple of months off and on, difficulty urinating, urinary retention, can't empty her bladder completely - on the anterior vagina there is actually an area that is seen of white. It looks as if it is graft or part of the tape that was used for her bladder sling, palpable, probably about 1" to 2cm of an area that has eroded through and the graft is present and visible - erosion through the anterior vagina from the previous sling - scheduled surgery. Underwent sling removal under general anesthesia for bladder sling erosion. Yes. Following mesh revision surgery, patient developed the following complications during (B)(6) 2009-(B)(6) 2010 and underwent additional surgery:slight amount of pink discharge, irregular vaginal bleeding and drainage, spotting - had silver nitrate application x 3 times for granulation tissue on the anterior vaginal wall, right lateral sulcus in the area of mesh placement - urinary retention, bacterial. Vaginosis, vaginal bleeding and infected mesh graft - may be a small stitch in the left apex but nothing that is significant - scheduled for exam under anesthesia with attempt at removal of the remaining portion of the mesh and removal of infected mesh graft. Underwent excision of mesh under general anesthesia for infected sling mesh with foreign body reaction. Complaints of chronic vaginal bleeding, right upper quadrant (ruq) pain, increased urination, nocturia - suspect ovarian pain. Follow-up with dr. (B)(6).